Manufacturer narrative:
Evaluation results: other = device history review found the product met specifications when released for distribution. Conclusion code: other = cause of event cannot be determined. Analysis: as of today, the device has not been returned for analysis. Device history review found the product met specifications when released for distribution. Conclusion: the cause of this event could not be determined. There were no adverse patient effects as a result of this event.

Event description:
Medtronic received information that during the procedure, as this tissue stabilizer was being used temporarily, broke at the pod end of the headlink. The device was removed, replaced, and is expected to be returned for analysis. There were no adverse patient effects reported.